Manufacturer narrative:
Additional information was reported that following the drop in blood pressure and the pericardial tamponade was observed on tee, the first sternotomy was performed. After the pericardium was opened, the guidewire was visually confirmed as out of the ventricle. No additional adverse patient effects were reported. Eval code method: guidewire updated to 4118 from 4114 eval code-result: guidewire updated to 3221 eval code-conclusion: guidewire updated to 11 the guidewire has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that the heart fibrillation was ventricular fibrillation. No additional adverse patient effects were reported. Patient codes: c50466 was removed and replaced with c50799. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the device was received coiled within the hoop holder. Multiple kinks were noted on the core wire both inside and outside the hoop holder. The guidewire was removed from the hoop holder for further observations. The outer curve appeared to be within the 30 ± 5 mm specification. The distal curve appeared distorted; inverted and out of plane. Multiple bends and kinks were observed on the j-tip. The glued distal tip appeared intact. Scratches were noted on the distal coils. Tapered glue bond at the coil / core wire transition appeared intact. There were approximately 6 kinks noted along the core wire. Moderate scratches observed on the ptfe coating along the core wire. Investigation: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the instructions for use (IFU), the guidewire should only be advanced into the patient using a guide catheter that is already po sitioned in the ventricle, so since it was stated per the event description that the perforation was reportedly caused by advancing the stiff part of the guidewire to the inner wall of the ventricle, we can suspect that the user wasn¿t using a guide catheter to introduce the guidewire. This combined with the analysis results showing the number of kinks and bends as well as the out of round and plane condition of the distal curve leads us to believe that the user most likely attempted to pre shape the guidewire prior to use, which is contra-indicated in the IFU. Then, most likely the user advanced the guidewire either into the patient without a guide catheter, or after the guidewire was placed, the user advanced or moved the guidewire resulting in a perforation of the left ventricle. It is also unknown if the patients ventricle tissue condition played a role in the reported perforation. Review of the three short videos sent for analysis, were unable to confirm the event of a perforation being caused by the stiff part of the wire, as the video did not show the entire procedure. The video#1 only shows the guidewire in place already in the left ventricle, mid cavity, with no view of the entire ventricle. The guidewire appears to be coiled and the tip of the guidewire is exposed, however, without getting a view of the entire ventricle we are unable to determine the actual placement of the guidewire. The video#1 does not show any kinks in the wire. In video#2 and video#3, the guidewire appears to be placed more towards the apex of the heart, however, again, the entire ventricle is not shown. The guidewire is coiled inward and the distal tip is not exposed as was seen in video#1. Once again, these video¿s do not contain footage that shows the actual reported perforation, so we are unable to conclusively determine the cause for the reported perforation. It should be known, that the confida brecker guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and mitigate the variability associated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the tavr procedure, or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a tavr delivery system tracked over the guidewire and to mitigate the risk of lv perforation. In addition, cardiac perforation is a known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Per the warnings in the confida IFU m055528t001doc, the guidewire should not be pushed pulled or rotated against resistance, and the wire position should be monitored throughout the procedure for proper placement of the curve and distal tip, the IFU also cautions the user to not manipulate the device without fluoroscopic visualization. In addtion, the IFU cautions that guidewires are delicate instruments, to exercise care while handling guidewires to help prevent the possibility of coil separation, uncoiling , kinking or breakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that 17 days following the implant of the valve, the patient died due to complications of the valve implant procedure that lead to multiorgan failure. No autopsy was performed. Outcome attributed to adverse event: updated to death. Added date of death: (B)(6) 2019. Type of reportable event updated to death. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-26, serial/lot #: (B)(4), ubd: 14-dec-2019, UDI#: (B)(4). Product analysis: the valve remains implanted and the guidewire was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 26-millimeter (mm) transcatheter bioprosthetic valve with this guidewire, the guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle. No resistance felt with the guidewire and the guidewire was not torqued or twisted. Following the placement of the valve the blood pressure dropped, and a pericardial tamponade was observed via transesophageal echocardiogram (tee). Surgical intervention was then required, and a sternotomy was performed. The pericardium was opened and bleeding out of the left ventricle was observed. The perforation was reportedly caused by advancing the stiff part of the guidewire to the inner wall of the ventricle. The perforation was closed with sutures, the valve was placed, hemodynamically stability was achieved, and the implant procedure was finalized. Following the procedure, heart fibrillation was identified during transfer from the operating room to the intensive care unit (ICU). Under reanimation a second sternotomy was performed, and angiography showed an occluded right coronary artery (rca) ostium. Extracorporeal membrane oxygenation (ECMO) was utilized and a venous bypass to the right coronary artery was performed. The previously perforation was identified as blood tight. Under stable hemodynamic conditions, the operation was finalized, and the patient transferred to the ICU. An hour later, heart fibrillation occurred. A third sternotomy was performed and bypass to the rca was patent. ECMO was utilized and a mammary bypass to the left coronary artery (lca) was performed and the patient transferred to the ICU. ECMO was removed three days later. No additional adverse patient effects were reported.